Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his one touch ultramini meter was displaying an ¿error 1¿ message. Per the owner¿s booklet, an error 1 appears when there is an issue with the meter. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient stated the alleged issue began on (B)(6) 2013 at 12:00 p. M. The patient manages his diabetes with an insulin pump and denied taking any action in response to the alleged issue. The patient reported, ¿1-1 ½ hours¿ after the alleged issue occurred, he began to feel ¿thirsty¿. The patient tested his blood glucose on another device (unknown type) and obtained a result of ¿242 mg/dl¿. The patient self-treated with a bolus of ¿3 something, not sure¿ units. The patient confirmed he began to feel better, 1-1 ½ hours later. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow up #1 (01/27/2014)-device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(6) 2014 with the following findings: the meter failed testing, the printed circuit board (pcb) was contaminated and the battery was low or dead. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.